Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they performed an antenna locate (al) test. The patient did report to them on (B)(6) 2016 that, after many hours, they were able to get the ins battery recharged to full. The representative did speak with the nurse practitioner about revising the patient¿s battery and pocket but no surgery had been scheduled at this time.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty recharging. The patient stated that he did not think it was charging. The patient declined attempts to troubleshoot and stated that he will try on his own and would call back if needed. He reported getting the main recharging screen, however no boxes were shaded. The patient reported they had shoulder replacement so for a period of time he did not charge and could not make it take a charge. Everything was hooked up and he got the boxes on the button and usually it was easy to get all 8 boxes but now he could not get anything. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. The manufacturer representative (rep) reported on (B)(6) 2016 that the patient was getting the check antenna screen. The antenna did not seem loose. The antenna was damaged. The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was overdischarged since (B)(6) 2015. No patient symptoms were reported. Additional information received from the manufacturer representative (rep) on (B)(6) 2016 reported that the cause of the overdischarge was due to the patient¿s recharger antenna failed so the patient was unable to charge their implantable neurostimulator (ins). It was noted there was a planned meeting with the patient to trickle charge, reset the power on reset (por), and reprogram/reeducate patient as necessary. The patient was awaiting the receipt of a new recharger antenna being sent by the manufacturer. Additional information received from the manufacturer¿s representative (rep) on (B)(6) 2016 reported the consumer had received their recharger yet. It was reviewed with the rep. Records indicated a new antenna was sent, and tracking number was provided. Additional information was reported from a representative on (B)(6) 2016 that the patient was unable/ had difficulty charging. The patient could get 6-8 coupling boxes at first but then it drops down to 0 boxes. This happened in any position the patient got in. They did not have access to another, different implantable neurostimulator recharger (insr) to attempt to troubleshoot. The manufacturer representative reported that the patient had received a replacement antenna however this had not resolved the issue. The implantable neurostimulator (ins) was tilted in the pocket. When the manufacturer representative put pressure on the antenna when charging, the coupling would go back up. The patient had not used the belt much because they could not get it ¿just right.¿ the patient would use a book between them and their recliner. When they used pressure on the insr antenna it seemed to do okay. It was reported that they were considering a pocket revision. The patient had already had to do trickle charges. During the call, the patient was able to get 6 coupling boxes which later increased to all 8 coupling boxes. Adhesive discs were ordered. It was reported that the event date was since implant on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.